Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level over 400 mg/dl. Customer declined troubleshooting for high blood glucose reading. Customer stated air bubbles in the infusion set caused blood glucose to rise. High blood glucose reading started on (B)(6) 2017. Customer was wearing the insulin pump while the air bubbles were present. Customer started using the insulin pump on (B)(6) 2017. Customer the air bubbles size was couple inches. Customer treated high blood glucose reading with insulin pump. Products will not be returning for analysis.